Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and found the customer reported complaint of recoverable fault and loss of video left eye could not be replicated. However, the endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical or communication failure. The in-house system or equivalent failed to communicate with the endoscope, resulting in an error message failed self test. Additional observations not reported by site: the endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical or communication failure. The system or equivalent failed to communicate with the temperature sensor located on the camera module and resulted in an error message on screen. The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical or communication failure. The endoscope was plugged on in-house system or equivalent and provided color bars in both eyes. The endoscope was visually inspected, and damage was found at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone c near the endoscope housing. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect friction. The camera adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera adapter removed from endoscope housing and evaluated and found with adapter shaft bearing contributing to friction. The endoscope was tested and placed on a diagnostic tester or equivalent but failed functional testing due to an electrical failure. The diagnostic tester result exhibited a voltage issue due to expected range not being met. The endoscope was tested and placed on an in-house system or equivalent for camera cable failed due to an electrical failure. The endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed no image. The probable root cause of the failed self test is attributed to a failing coaxial cable. The root cause of the camera instrument: distal cracked window is usually attributed to the user, such as inadvertent collisions with hard surfaces or falling endoscope or caused by improper cleaning during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus exhibited a recoverable fault 45311 loss of video left eye, persistent even after disconnecting and reconnecting and retesting. The procedure was completing as planned with no reported patient injury.